Event description:
It was reported that a capsular tear was present while the intraocular lens was being implanted into the capsular bag. It was stated that the capsular tear was attributed to patient pathology. However, the lens was in the capsular bag during the tear.

Manufacturer narrative:
(B)(4). Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The explanted intraocular lens was returned to abbott medical optics quality assurance laboratory. The inspection of lens noted one (1) distorted haptic, with evidence of blood and viscoelastic. All pertinent information available to abbott medical optics has been submitted.